Event description:
Three days post-implantation of the cypher stent, changes in the patient's condition were observed. A coronary angiography was conducted and thrombus was observed in the implanted cypher stent and proximal to it. Aspiration and balloon angioplasty was conducted to treat the thrombus. Although balloon angioplasty was conducted, the implanted cypher remained under-dilated. Thirteen days later, the patient was released from the hospital. The target lesion treated during the index procedure target lesion was the distal circumflex. Pre-procedure medications include aspirin 100mg/day, and ticlopidine hyodrochloride 200 mg/day. Intra-procedure medications include aspirin 100mg/day, ticlopidine hyodrochloride 200 mg/day and heparin 7000u. The target lesion was de novo., 15mm long, eccentric, heavily calcified, and on a bifurcaiton. Aha/acc classification of the vessel was a type b2.